Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) has been exhibiting a high out of range shock impedance greater than 125 ohms since implant in (B)(6) 2012. This crt-d remains in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that this patient was checked in the clinic. All three shock impedance vectors remained high and out of range. The physician explained the potential impact on therapy to the patient and the decision was made to continue monitoring the system with normal follow-ups. No intervention has been scheduled at this time. No adverse patient effects were reported.